Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. Log investigation was performed. According to the logs from june 7th, there were only two study ID¿s. At 12:09:47, the study ID was 584. At 13:35:58, the user requested a new patient report as evident by the following log message: ¿new patient examination started.¿ at 14:02:28, a new study ID was used for a 2d scan. The logs showed that a new dose report was created when the user selected a new patient. However, the logs do not track what is displayed on the pendant. According to logs for june 8th, there was only one study ID associated with a dosage reports. A new patient report was requested but no x-rays were associate with this report. The logs showed new dose reports were created for new patients. However, the logs didn¿t have a record of what was displayed on the pendant. There was not enough information to determine the root cause of the issue. Software analysis was unable to determine root cause without further information since the behavior cannot be replicated.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation. Not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion the cumulative dose displayed on the pendant of the imaging system do not reset when a new patient is selected. Rebooting the system resets the value. But on the mobile view station (mvs) the dose report changes every-time a new patient is selected/created. Surgery was completed with the use of imaging system. No impact on patient outcome.